Manufacturer narrative:
As received, a complete lead was returned in one piece. The s-curve hump height was measured within specification. The reported events of increased capture threshold and clavicular crush were not confirmed. Electrical testing revealed no indication of conductor fractures or internal shorts. Visual examination of the lead revealed no anomalies with the exception of procedural damage.

Manufacturer narrative:
The investigation results will be provided in the final report.

Event description:
During an in clinic follow-up, an increase in capture threshold was noted on the left ventricular (lv) lead. Diagnostic imaging confirmed lv lead dislodgement. The lv lead was explanted. The device has been reprogrammed to deactivate the lv channel and the patient was stable.